Manufacturer narrative:
(B)(4). The el5ml device was returned for analysis; upon visual inspection, the jaws were found to be in good condition and not crooked as it was reported. The device was tested for functionality and during the analysis, the instrument was cycled and it fed and formed the remaining clips as intended. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the jaws of the device were noted to be crooked. The case was completed with another device of the same product code. There were no patient consequences reported.